Event description:
Same as manufacturer report: 2030404-2011-00269, 2030404-2011-00271, 2030404-2011-00272, 3005188751-2011-00182, 3005188751-2011-00183, 3005188751-2011-00184, 3005188751-2011-00185. It was reported while performing an atrial fibrillation ablation procedure the patient developed a cardiac tamponade. A brk needle, swartz transseptal introducer and a swartz braided sl1 sheath were used to access the left atrium. A response ep catheter, supreme ep catheter and two inquiry steerable catheters were placed in the heart. Geometry of the left atria was completed using a therapy cool flex catheter and the ensite classic system. Radiofrequency (rf) ablations were performed near the right superior pulmonary vein with generator setting, 30watts, 45 degree celsius, 150 impedance, 240 seconds and the cool point pump se tat 17 ml/min. The average power delivered was 15watts with an approximate temperature of 42 celsius. The flow rate of the cool point pump was increased to 25ml/min in an attempt to decrease the temperature during rf applications with no decrease noted. The catheter was removed from the patient and the tip was inspected with no visualization of a clot noted. The catheter was removed from the patient and the tip was inspected with no visualization of a clot noted. The catheter was reinserted into the left atria and rf application continued at an increased pump flow rate of 30ml/min and the previous generator settings. Power delivery at this flow rate reached 30watts with a temperature of 42 degrees celsius; however, it was felt that these readings were incorrect and the catheter temperature was checked with no delivery of rf and remained elevated at 38 degrees celsius. The catheter cable flex catheter. While the second catheter was being inserted into the sheath at the level of the femoral vein, the physician suspected a cardiac tamponade which was confirmed with the use of echocardiography. A pericardiocentesis was performed and the patient stabilized.

Manufacturer narrative:
The device was not returned for analysis. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.